Event description:
It was reported to medtronic minimed that the customer experienced pain and redness at insertion site. The event involved product(s) mmt-7040a. Troubleshooting was performed and customer was advised to replace the sensor. No further patient complications were reported. Customer will discontinue use of product mmt-7040a and will be returned for analysis.

Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle does not return) unable to confirm needle anomaly due customer did not returned needle. Also performed visual inspection to the sensor flex and found sensor flex as whole, no broken or missing part were observed during visual inspection. In summary, the customer complaint for broken sensor flex was not confirmed, customer did not return insertion needle only sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.